Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back of the cartridge was leaking. The customer had been wearing the pump at the time of the leak and noted that a rash had developed due to insulin that was on the skin. The customer's blood glucose (bg) level was over 200 mg/dl and an insulin injection was used to address the high bg level. The customer loaded another cartridge onto the pump; no further leaks had been observed.